Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Codes apply to the desktop charger (B)(4), codes apply to the ins (B)(4), code applies to both the desktop charger (B)(4) and the ins (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient did not have stim, and that they were unable to interrogate/charge device starting 2-3 weeks prior to the report. It was also reported that the patient fell around this time period. The patient's desktop charger had a broken connector pin resulting in an inability to charge and a new desktop charger was sent to the patient. The patient received the new cord and a trickle charge was done. The patient is now getting good stim coverage and the issue has been resolved.